Manufacturer narrative:
[(B)(4)].

Event description:
Sensing and capture failure were reported for the subject lead. The lead was implanted on (B)(6) 2007. On (B)(6) 2017, during a pacemaker follow-up (symphony dr2550, sn: (B)(4)), vvi mode was shown on ECG. Although p-waves were appearing, the ventricular pacing pulses were not tracking the p-waves. The following were noted by testing the lead: in bipolar configuration, atrial capture failure was observed at 7.5 v/1.0 ms and atrial under sensing was noted with the atrial sensitivity of 0.1 mv. The atrial lead impedance was measured at around 727 ohms. In unipolar configuration, atrial capture failure was observed at 7.5 v/1.0 ms and atrial under sensing was cnoted with the atrial sensitivity of 0.4 mv. The atrial lead impedance was measured at around 1650 ohms. X-ray was performed and a fracture of lead was suspected in the subclavian area. Review of the previous x-rays showed that the lead was already showing damage signs. The fracture was noticeable in the x-ray images taken one year before and it was becoming increasingly obvious. The pacing mode of the associated pacemaker was reprogrammed to vvi mode and the next follow-up was scheduled for six months later.

Manufacturer narrative:
Additional data were provided; the report was thus updated.

Event description:
Sensing and capture failure were reported for the subject lead. The lead was implanted on (B)(6) 2007. On (B)(6) 2017, during a pacemaker follow-up (symphony dr2550, sn: (B)(4)), vvi mode was shown on ECG. Although p-waves were appearing, the ventricular pacing pulses were not tracking the p-waves. The following were noted by testing the lead: - in bipolar configuration, atrial capture failure was observed at 7.5 v/1.0 ms and atrial under sensing was noted with the atrial sensitivity of 0.1 mv. The atrial lead impedance was measured at around 727 ohms. - in unipolar configuration, atrial capture failure was observed at 7.5 v/1.0 ms and atrial under sensing was noted with the atrial sensitivity of 0.4 mv. The atrial lead impedance was measured at around 1650 ohms. X-ray was performed and a fracture of lead was suspected in the subclavian area. Review of the previous x-rays showed that the lead was already showing damage signs. The fracture was noticeable in the x-ray images taken one year before and it was becoming increasingly obvious. The pacing mode of the associated pacemaker was reprogrammed to vvi mode and the next follow-up was scheduled for six months later.

Event description:
Sensing and capture failure were reported for the subject lead. The lead was implanted on (B)(6) 2007. On (B)(6) 2017, during a pacemaker follow-up (symphony dr2550, sn: (B)(4)), vvi mode was shown on ECG. Although p-waves were appearing, the ventricular pacing pulses were not tracking the p-waves. The following were noted by testing the lead: - in bipolar configuration, atrial capture failure was observed at 7.5 v/1.0 ms and atrial under sensing was noted with the atrial sensitivity of 0.1 mv. The atrial lead impedance was measured at around 727 ohms. - in unipolar configuration, atrial capture failure was observed at 7.5 v/1.0 ms and atrial under sensing was cnoted with the atrial sensitivity of 0.4 mv. The atrial lead impedance was measured at around 1650 ohms. X-ray was performed and a fracture of lead was suspected in the subclavian area. Review of the previous x-rays showed that the lead was already showing damage signs. The fracture was noticeable in the x-ray images taken one year before and it was becoming increasingly obvious. The pacing mode of the associated pacemaker was reprogrammed to vvi mode and the next follow-up was scheduled for six months later.